Event description:
The customer reported multiple cracks along their reservoir compartment. The customer did not drop or bump their insulin pump. Customer also stated there were scratches on their insulin pump's screen, but they were still able to read the screen. The customer also reported receiving a button error alarm. Customer stated the insulin pump was scrolling on its own without stopping. It was also found the buttons became unresponsive on the customer's insulin pump. The customer's blood glucose was 300 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected scrolling numbers or pages during testing. The insulin pump received with broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube, and cracked reservoir tube window.